Event description:
The customer reported a cracked housing, upon service review, a compromised weld was detected. There was no patient involvement, no adverse consequences and no medical intervention.